Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances. The disc is not available for return or evaluation. Additional information has been requested. This was an m6-c implantation below two prior fusions. In the us, the m6-c artificial cervical disc is indicated only in patients with disease at one level from c3-c7. The safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery.

Event description:
It was reported the m6-c artificial cervical disc was implanted above two previously implanted fusions. The m6-c, intact and solidly connected to the vertebral bodies, was removed due to "pain since years".

Manufacturer narrative:
In summary, the device was intact and solidly connected to the vertebral bodies, the radiographic observations noted that the device was sinking into the vertebral body and that there were cysts formations, based on the limited information provided, it was not possible to ascertain the relationship between these factors and the explantation.